Manufacturer narrative:
Other applicable components are: product ID: 3889, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for it was reported that the patient no longer had symptoms benefit and the stimulation was felt down the patient's leg. It was reported that the issue began right after a fall in 2015. A lead and implantable neurostimulator (ins) revision took place. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a loss of symptom relief and felt stimulation sensation in the leg. The manufacturing representative stated that ins revision was due to the normal battery life was exhausted. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.